Event description:
Upon docking the da vinci surgical system, the camera was inserted into arm #2 and was giving an error code that the camera was not installed correctly. The camera was then taken out and reseated on the arm #2 and the same error code was given. The doctor then took the camera and docked it into arm #3 and no error code was given. The da vinci system was then undocked and the drape was removed carefully and new drape was applied to the arm. The da vinci surgical system was then redocked and the camera was inserted into arm #2 and error code was no longer in effect.